Manufacturer narrative:
Additional information will be provided, once investigation is completed.

Event description:
It was reported that the screw was being placed in an acl reconstruction case. Allegedly, one half of the screw snap and the other part stayed implanted.